Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d9, h3, h6. Corrected field: d4 (lot), d10 (information was inadvertently missed). The device was returned to olympus for evaluation and the customer's reported issue was confirmed. The preprocessor side connector was examined and one lock lever was found broken. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely an external stress was applied to the lock lever of the connecting tube, which caused it to break. Subsequently, the tube was unable to be connected. The event can be detected by following the instructions for use which state: "9 preparation and inspection; 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connecting tube cannot be connected to the channel connector in the reprocessing basin. It is unknown when the issue occurred. There were no reports of patient harm associated with the event.